Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2021. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient adapter of a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. To resolve this issue, the transfer set was replaced. There was no allegation against the titanium adapter, and it was still in use. The patient was given prophylactic antibiotics as precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.